Event description:
It was reported that the light source lamp did not light. The issue occurred during inspection for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source lamp did not light. The issue occurred during preparation for a therapeutic laparoscopy procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The customer's allegation of lamp did not light could not be confirmed since the device was not returned for evaluation. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.